Event description:
Patient representative reported, "breast implants recently ruptured". This record represents the right side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken in posterior side assessed, as unidentified (tear) opening. And missing piece of shell assessed, as inconclusive (shell thickness within specification). Additional observations: no other observation observed. No further actions are required, as the device was implanted.

Event description:
Patient representative reported right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b6, h6.

Event description:
Patient representative reported right side rupture. Device remains implanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Red particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Device has been explanted and replaced.